Event description:
Patient emailed a dexcom territory business manager on (B)(6) 2013 to report that his receiver incorrectly displayed dates on (B)(6) 2013. The receiver was at a clinical device evaluation office. Patient claims while he did not have his receiver, he experienced low blood sugar and fell. Patient claims the fall gave him bumps and bruises on his face and broke his glasses. Paramedics were not called and there was not medical intervention. Dexcom contacted patient on (B)(6) 2013 to follow up. Patient reports he is doing well.